Manufacturer narrative:
(B)(4). The device involved was not available for evaluation by the manufacturer at the time of this report. However, a variant samples from the same family was used for the "verification of failure mode reported in the current manufacturing process". Samples (200) were taken from the current production and visually inspected. The issue reported "connector disconnects during use" was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed. Root cause cannot be determined. The product sample is needed for a proper and thorough investigation to confirm the alleged defect and determine a root cause. (Continued) other remarks: if the device sample becomes available at a later date, this report will be updated accordingly. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint alleges "we currently have two patients on 41600 [floor unit] that the cap (jwn - 15mm connector) pops off every time the patient turns their head".(continued) there was no report of patient harm or necessary medical intervention.(see companion MDR # 3003898360-2019-00038 for additional device reported).

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-10315 et tube, hvt, 7.5 for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the sample was returned cut to a shorter length on the proximal end. The connector was not pushed completely into the tube. The connector is originally seated loosely in the tube and not seating the connector firmly into the tube before use can cause it to disconnect. The returned sample appears used as there is biological material present on the device. The pilot balloon was stained blue which appears to be residue from adhesive material. The IFU for this product states, "the 15 mm connector may be loosely seated due to the relaxation of the tube material around the connector. Seat the connector firmly in the tracheal tube. For a secure connection, the contacting surfaces must be clean and dry when seating the connector." "Seat the 15 mm connector firmly in the adapter on the ventilator equipment to prevent disconnection during use. Ordinarily the security of the connection is increased by twisting the two elements together." "Non-standard dimensions of some connectors on ventilator or anesthesia equipment may make it difficult to securely mate with the tracheal tube 15 mm connector. Use only the equipment having 15 mm connectors that are standard in compliance with iso 5356-1". The reported complaint of "connector disconnects during use" could not be confirmed. However, further testing is ongoing in order to determine the root cause of this complaint issue. It was noticed that the connector was not seated completely into the tube. If it is not seated firmly into the tube, the connector could disconnect from the tube during use. A non-conformance has been opened to further investigate this complaint issue. Other remarks:

Event description:
Customer complaint alleges "we currently have two patients on 41600 [floor unit] that the cap (jwn - 15mm connector) pops off every time the patient turns their head". (Continued) there was no report of patient harm or necessary medical intervention. (See companion MDR # 3003898360-2019-00038 for additional device reported).